Event description:
Patient had a return to surgery for a "fractured" jackson-pratt drain. Per md, "drain tubing broken with retrograde flow of blood and anterograde flow of blood" jackson-pratt drain 10 french round drain, ref# su130-0321, lot #1250068. This resulted in return to the operating room for evacuation of hematoma and replacement of the drain. Non-functioning drain has occurred 3 times. We recently changed to cardinal product.